Manufacturer narrative:
(B)(4). Device not returned to manufacturer yet.

Event description:
It is indicated that the abutment screw (mhlas) loosened. The implant is still implanted.

Manufacturer narrative:
This report is being submitted to relay additional and corrected information. The following sections are being reported: b4: 20 apr 2019. B5: it was reported that the abutment retaining screw loosened. The abutment was still placed. There was no report of patient injury or delay in procedure. D4: lot #: 63824432 (correction) expiration date: 31 oct 2022, UDI: (B)(4). D11: bellatek® abutment tsv 4.5mm. Item # tsvldat4 lot # 84018741 therapy date: unknown. G4: 20 apr 2019. G7: follow up. H1: malfunction. H2: additional information, device evaluation. H6: method, results, conclusion codes. H10: manufacturer narrative, corrected data. The reported device was not returned for evaluation. The reported condition of "abutment screw loosened" was not confirmed. A device history record (DHR) review was completed for the reported device lots. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Complaint history review was performed for the reported device lots for similar events and no other complaint was identified. A definitive root cause could not be identified. Probable causes for the reported event include; customer error in screw "torquing", abutment assembly and prepping. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the abutment retaining screw loosened. The abutment was still placed. There was no report of patient injury or delay in procedure.